Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, an intraoperative type 1a endoleak was observed. The patient is currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, an intraoperative type 1a endoleak was observed. The patient is currently being monitored. Subsequent to the initial report, additional information was provided reporting that the seven (7) day CT showed the intraoperative type ia endoleak had resolved. Therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
This is no longer a reportable event as additional information was provided reporting that the seven (7) day CT showed the intraoperative type ia endoleak had resolved. Therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: health effect - clinical code - removed 1924. H6: health effect - impact code - removed 4648.